Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist reported during the intraocular lens implantation the injector was defective and the implant was deformed. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).